Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from a personal interaction that a patient of unknown age underwent mechanical thrombectomy for an internal carotid artery (ica) occlusion and experienced thromboembolism during the procedure. Per the event description, after the first pass was done at the internal carotid artery with a 132 cm embovac aspiration catheter (ic71132ca/30582686), which was used for adapt, the physician found that the catheter was perforated about 5 cm from the distal tip. The perforation was confirmed outside of the patient¿s body. Since the thrombus moved to the m2 segment of the middle cerebral artery, the thrombus was collected using a trevo 3mm (stryker) and a catheter (cat). A concomitant microcatheter (trak) was also used. A continuous flush was done. No further information was provided at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received indicated that it is unknown whether the device was advanced or withdrawn against resistance. Per the physician the cause of the event was unknown. The anonymized procedural films/images are not available. The event did not result in minor or major stroke, including any neurological deficits and relevant mrs/nihss scores. The event did not prolong the existing hospitalization. The patient has no current issues due to this event. The procedure was not delayed due to the event. There was no further information regarding the patient¿s demographic information. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: it was reported from a personal interaction that a patient of unknown age underwent mechanical thrombectomy for an internal carotid artery (ica) occlusion and experienced thromboembolism during the procedure. Per the event description, after the first pass was done at the internal carotid artery with a 132 cm embovac aspiration catheter (ic71132ca/30582686), which was used for adapt, the physician found that the catheter was perforated about 5 cm from the distal tip. The perforation was confirmed outside of the patient¿s body. Since the thrombus moved to the m2 segment of the middle cerebral artery, the thrombus was collected using a trevo 3mm (stryker) and a catheter (cat). A concomitant microcatheter (trak) was also used. A continuous flush was done. Additional information was received indicated that it is unknown whether the device was advanced or withdrawn against resistance. Per the physician the cause of the event was unknown. The anonymized procedural films/images are not available. The event did not result in minor or major stroke, including any neurological deficits and relevant mrs/nihss scores. The event did not prolong the existing hospitalization. The patient has no current issues due to this event. The procedure was not delayed due to the event. There was no further information regarding the patient¿s demographic information. The device was returned to cerenovus for further evaluation. Upon arrival, the visual inspection of the returned embovac aspiration catheter revealed that the presence of hydrophilic coating was confirmed, and the tip was observed in good conditions (i.e., no ovalized), wish this indicates that there was no difficulty to advance the embovac catheter. The braided mesh was observed to be compressed at 2 cm from the distal end, where fingertips seemed to be used to hold or retrieve the device, this reasoning suggests that the damages occurred during the retrieval of the distal part of the catheter, and it was noted to be stretched starting at 5 cm to 11 cm from the distal end. Also, the braided mesh was observed as a fracture at 5 cm from the distal end, but not completely separated. The fracture is secondary to the stretching and could be caused by pushing and pulling the device. Then, a kink was observed at the end of the braided mesh (15.5 cm from the distal end). The catheter was confirmed to be within specification as related to the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. The customer complaint was confirmed based on the evidence observed on the braid mesh section. According to the information captured in the complaint, there were no difficulties before the second pass, since no contributing factors could be identified from the catheter, it is suspected that intraoperative factors contributed to the stretching observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. Thromboembolism is a known potential complication associated with the use of the embovac aspiration catheter and is listed in the instructions for use (IFU) as such. A puncture/cut in the device could lead to a directed jet of contrast, resulting in dissection, perforation, or other vessel damage. There is also the potential to inject air, which could result in ischemia or infarct. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Since the alleged puncture/cut may have led to vessel damage, ischemia, or infarct, the event is considered MDR reportable with the classification of ¿serious injury¿. The complaint will be reassessed if additional information becomes available. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.